Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided and reviewed. The photo shows one maxcore device in which the tip of the needle was noted to be broken. The photo also shows a reference needle was placed beside the broken needle. Based on the photo review, the reported detachment of device can be confirmed. Therefore, the investigation is determined to be confirmed for the reported detachment of device as the tip of the needle was noted to be broken in the provided photo. A definitive root cause for the reported detachment of device or device component could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided lung biopsy procedure through normal tissue density, the outer casing was allegedly detached. No coaxial was used and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided and reviewed. The photo shows one maxcore device in which the tip of the needle was noted to be broken. The photo also shows a reference needle was placed beside the broken needle. Based on the photo review, the reported detachment of device can be confirmed. Therefore, the investigation is determined to be confirmed for the reported detachment of device as the tip of the needle was noted to be broken in the provided photo. A definitive root cause for the reported detachment of device or device component could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided lung biopsy procedure through normal tissue density, the outer casing was allegedly detached. No coaxial was used and the procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during an ultrasound guided lung biopsy procedure through normal tissue density, the outer casing was allegedly detached. No coaxial was used and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 02/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.